Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Field service technician has been sent for invetsigation and found defective air bubble protection module (apm). The apm has been replaced. A supplemental medwatch will be submitted after new information has been received.

Event description:
As stated by the customer: hl20 device showed the error no communication. Error occurred during priming/setup. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Field service technician has been sent for investigation and found defective aep module. According to service protocol, dated on 2017-03-15, the aep module ((B)(4)) has been replaced. The aep module (consisting of: aep bubble detector board 70103.8377 and aep lev/bub-control board 70103.8437) has been returned (RMA# (B)(4))for further investigation at life cycle engineering (lce). According to investigation report by lce (#(B)(4)) the error "no_comm" could be reproduced. It has been identified that the defective board is the aep lev/bub-control board (B)(4). During investigation of this board it has been found that there was no data output via the service interface, which led to the result that there is a fault which prevents the c from initialization. No cause for that could be identified in the c-area. Therefore most probable the c ic4 itself is defective. Due to the fact that the c ic4 cannot be replaced no further investigation/root cause analysis was possible. Most probable a statistical failure or an esd-damage caused the defective c ic4. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).